Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a tracheostomy, a disposable tracheostomy tube was inserted, but its cuff failed to inflate properly, causing continuous air leakage and inadequate airway sealing. The faulty tube was immediately removed and replaced with a new disposable tracheostomy tube. The new cuff inflated normally, and the procedure was completed successfully. There was a patient involvement and there were no additional adverse consequences.